Event description:
During remote follow-up, increased high voltage impedance was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The rv lead was explanted to resolve the event. The patient was stable and there were no adverse consequences.